Event description:
A third party service center received info alleging a ventilator had an ac power fault. There was no pt harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, the allegation was confirmed. The device's power supply was replaced to address the issue.